Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation issue with a peritoneal dialysis (pd) transfer set. This occurred after treatment of peritoneal dialysis therapy, when the patient was disconnecting. This was further described as ¿the dark blue portion of the transfer set starting to come apart¿; the female connector separated from the main body. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which observed the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.